Event description:
It was reported that the charger for the ilet system was not functioning, with no indicator light and no output despite attempts on multiple outlets and with different devices, suggesting a charger hardware failure. Symptoms included no device charging capability. Outcomes included the need for replacement supplies and user education. Investigation included telephone troubleshooting and review of device use conditions. Investigation of this case revealed a suspected charger component malfunction consistent with a failed power supply or cable damage. It was concluded, based on previously established findings for similar reports, that the cause was component failure due to malfunction of the charger assembly.